Manufacturer narrative:
After turning pt, tubing was found to be bent and kinked, after x-ray tubing was straightened, another x-ray was taken and pt was out of respiratory distress. Not a device mafunction, rather a user error.